Event description:
Customer reported the insulin delivery of the infusion device is inaccurate and this resulted in hyperglycemia in the 400 mg/dl range. Her normal blood glucose is 150 mg/dl. She was unable to lower her blood glucose by changing the infusion set and delivering insulin injections. The customer then switched to her backup infusion device using all new accessories, and her blood glucose returned to normal. The cartridge had been in use for 12 days, and the customer was advised on product specifications. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.